Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: (B)(6) pounds. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy due to rectocele. The patient experienced mesh erosion, protruding mesh, infection, odor, painful intercourse causing stress on marriage, low self-esteem, tenderness, and scar tissue. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2011 due to eroded mesh, infection, and pain. (B)(4).

Manufacturer narrative:
Date sent to FDA: 10/29/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced bacterial vaginosis and proctocele.